Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), product registration ¿ correction. B5: describe event or problem ¿ additional information. D4 catalog no ¿ correction. D4 lot no ¿ correction. G6 type of report ¿ additional information. H2: additional information/correction. H5 labeled for single use ¿ correction. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).